Event description:
It was reported that a patient underwent an unknown spinal procedure, during the procedure, it was noted that the screw stripped and could not be locked down properly. No further details are known at this time.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device was not possible without additional device information. Multiple color photos appear to show a single bone screw with deformed hex head and insitu films of plate, most likely venture, with screw holes empty. Photos are blurred which precludes adequate assessment.

Manufacturer narrative:
It was originally reported that product was being returned. It has since been reported that products are still in the patient and will not be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.